Event description:
It was reported two pre-bent titanium pectus bars were implanted in the patient in 2009. The doctor was unable to place a stabilizer on the top bar, the bar flipped and was removed five days later. The lower bar has one stabilizer on it, with no reported issues.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.